Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the devices have experienced a high rate of channel disconnect errors during infusions. The alarms caused the infusions to stop and required the clinicians to address the alarms, replace the modules and reprogram the infusions. There is a planned clinical practice and technical practice consultant site visit to asses workflow, device cleaning practices, as well an over all assessment of the fleet health and iui status.

Event description:
It was reported that the devices have experienced a high rate of channel disconnect errors during infusions. The alarms caused the infusions to stop and required the clinicians to address the alarms, replace the modules and reprogram the infusions. There is a planned clinical practice and technical practice consultant site visit to be scheduled in (B)(6) 2021 due to covid-19, to asses workflow, device cleaning practices, as well an over all assessment of the fleet health and iui status. Although requested, no further information was provided.

Manufacturer narrative:
No device history search was performed since no source device serial numbers were reported by the customer. A review of the (B)(6) 2020 complaint review board (crb) did not find an increasing trend for the reported issue of ¿channel disconnect errors'. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of this high rate of channel disconnect errors during infusions could not be confirmed; no products or device logs were returned for investigation. The reported issue that a high rate of channel disconnect errors during infusions could not be confirmed; no products or device logs were returned for investigation. No further investigation of this event is possible at this time. The devices are used for treatment purposes.